Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt, that causes injury and damage to the patient. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and filter tilt, approximately six years and eleven months post implant. The patient also reported anxiety related to the filter. According to the medical records the patient had a preoperative diagnosis of right iliofemoral deep vein thrombosis (dvt) and recent intracranial bleed which was a contraindication for anticoagulation. During implant of the filter via the common femoral vein, the filter was placed in an infrarenal position that was confirmed by intraoperative ivc venogram. Orientation of the filter was acceptable. The follow up venogram demonstrated patent flow through the filter and the inferior vena cava. The patient tolerated the procedure well and was transferred to recovery room in stable condition. The patient subsequently reported becoming aware of filter fracture within the ivc. The patient became aware of the reported event approximately nine years and seven months after the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the tilt, fracture and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without imaging available for review the reported events could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc). The patient became aware of the reported event approximately nine years and seven months after the index procedure.

Manufacturer narrative:
After further review of additional information received the following sections a2, b3, b5, b7, d1, d4, d11, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: the following additional information received per the medical records indicate that the patient had a preoperative diagnosis of right iliofemoral deep vein thrombosis (dvt) and recent intracranial bleed which was contraindication for anticoagulation. During implantation of the filter via the common femoral vein, the filter was placed in an infrarenal position that was confirmed by intraoperative inferior vena cava (ivc) venogram. Orientation of the filter was acceptable. The follow up venogram demonstrated patent flow through the filter and the inferior vena cava. The patient tolerated the procedure well and was transferred to recovery room in stable condition. According to the information received in the patient profile from (ppf), approximately on or about six years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient states to live with anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery. The patient reports to live with the fear that their filter has tilted within their vena cava and perforated outside of it. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt, that causes injury and damage to the patient. According to the information received in the patient profile from, approximately six years and eleven months post implant of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient states to live with anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery. The patient reports to live with the fear that their filter has tilted within their vena cava ad perforated outside of it. According to the medical records the patient had a preoperative diagnosis of right iliofemoral deep vein thrombosis (dvt) and recent intracranial bleed which was a contraindication for anticoagulation. During implant of the filter via the common femoral vein, the filter was placed in an infrarenal position that was confirmed by intraoperative inferior vena cava (ivc) venogram. Orientation of the filter was acceptable. The follow up venogram demonstrated patent flow through the filter and the inferior vena cava. The patient tolerated the procedure well and was transferred to recovery room in stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, perforation and tilt, that causes injury and damage to the patient.